Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this 27mm mitral bioprosthetic valve, it was reported that when tightening the cinch device, the valve angle fixation suture broke due to tension and could not be used. It was stated that the valve was "not cinched too much." It was further stated that a blue stent on the valve holder also detached as a result. The valve was not implanted. A new valve of the same model was implanted. No additional adverse patient effects were reported.